Event description:
Philips received a complaint on the v60 ventilator indicating that a check vent: blower temperature high error code was found in the device error log. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the blower temperature issue. The rse advised to the customer to verify that the air inlet filter was not dirty or blocked and then verify that the cooling fan was operational. Finally, the rse advised to replace the blower and then motor controller (mc) printed circuit board assembly (pcba). The customer stated that they would keep testing the device. In a good faith effort (gfe) response received from the customer, it was stated that the customer verified the filter and fan were clean and working. The customer performed testing following the filter and fan check and were unable to duplicate the device issue. No error was found after the test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.